Manufacturer narrative:
(B)(4).

Event description:
There were coupling/communication issues. The antenna locator gave readings in the mid 30's. The posterior/anterior view on x-ray confirmed the device was flipped. Further info is being requested at this time.